Event description:
Customer's mother reported via phone call that insulin pump experienced display anomaly. Caller reported that a partial display can be seen. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump received unit with cracked and bleeding lcd glass. Unable to perform displacement test and self-test due to lcd damage. Unit had cracked belt clip slot, minor scratched lcd window and cracked case at display window corner.